Event description:
The right ventricular lead was explanted due to infection. It was returned and subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.